Event description:
It was reported that the patient had a loss of therapeutic effect and was back to going to the bathroom every 10 minutes. This started maybe a couple of months ago. For the first couple of weeks the device worked really well, then after that the patient¿s symptoms gradually returned. The patient had fallen a few times and fell on (B)(6) 2014. When the patient increased stimulation, they got a burning pain on the left wall of their vagina, and this started about 4 months ago. The patient was currently on program 4 and it was not working. The patient had tried all 4 programs and none of them were effective. The patient called their manufacturer representative and they didn¿t call them back. The patient had left them several messages. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09xuu, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).